Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. During failure analysis, the returned part was installed into a pca system and failed to power on with error code 48238. Visual inspection identified a defective electrical and fiberoptic component (fuse). This confirms the reported event. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system faulted with error 297. The customer performed a power cycle but the error could not be resolved. The illuminator led and lamp were turned off. The customer restarted the system but once again the issue persisted. The technical support engineer (tse) advised the customer to unplug the communication cable between the illuminator and the dual camera control unit (doco) and the error was recovered. However, the customer was still advised to use an external illuminator to continue with the procedure. No further issues were experienced and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the issue occurred after the surgical ports were placed. Troubleshooting was performed for approximately 20 minutes until the procedure was continued using an external illuminator. An isi field service engineer (fse) was dispatched to the facility and replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.